Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys tsh assay result for one patient from cobas 8000 cobas e 602 module serial number (B)(4). The patient had multiple sclerosis and was receiving a high dose biotin therapy. The customer believed this may have interfered with the tsh assay. A sample taken 11 hours after intake of 100 mg biotin had a tsh result of 0.026 miu/l. This result was reported outside of the laboratory. An aliquot of the same sample was tested on a competitor analyzer using a biotin-independent assay and the result was 1.19 miu/l. There was no allegation of an adverse event. Sample from the patient was submitted for investigation and the customer's low result was reproduced. A specific reagent issue could not be identified.

Manufacturer narrative:
A high biotin concentration of approx. 360 ng/ml was found in the sample. This high biotin concentration most likely caused the low value for the tsh assay as it was above the interference threshold concentration of 25 ng/ml specified in product labeling for the tsh assay.

Manufacturer narrative:
Product labeling for this assay states that samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5mg/day) until at least 8 hours following the last biotin administration. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.